Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "1. As explained in complaint, the staff attempted to ¿de-air¿ the purge line multiple times, this was not successful and new device was opened. 2. No, account discarded the sample. 3. No additional information."

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that on (B)(6) 2025 a 78-year-old male patient with a past medical history of diabetes mellitus, prior stroke, and acute kidney injury presented to the emergency department with chest pain. An electrocardiogram demonstrated a st-segment elevation myocardial infarction. The patient¿s lactate level in the emergency department was 6.8 millimoles per liter. The patient was brought to the cardiac catheterization laboratory for femoral access angiography per shock protocol. During preparation for mechanical circulatory support, the care team noted that the impella pump had not been correctly prepared. The white cable was not connected to the automated impella controller when the impella cardiac power device was inserted into the patient. After placement, a persistent ¿air in purge line¿ alarm was noted despite troubleshooting and completing the de-airing process. The care team made the decision to open and prepare a new impella device. The second impella device functioned properly without issue. After 3 days of support, the patient developed hematuria and a gastrointestinal bleeding. Systemic anticoagulation was paused. After 7 days of support, the patient was escalated to an impella 5.5. After decannulation of the veno-arterial extracorporal membrane oxygenation, a lack of pulses of the previously cannulated leg was noted, requiring surgical intervention. For renal failure, the patient was put on continous renal replacement therapy. The patient continued to suffer gastrointestinal and bladder bleedings, requiring multiple blood products over the course of treatment. After 8 days of support, the patient developed sepsis. Following 12 days of support, the impella 5.5 was successfully weaned and removed. During impella cp pump support, the patient experienced priming problems/connection problem. Clinical stated they did not correctly prep impella pump, white cable was not connected to aic and cp was placed in body, persistent ¿air in purge line¿ despite talking through ¿de-air¿ process. The impella cp was explanted and replaced as a result of the priming/connection problems. This is considered a reportable malfunction.